Event description:
Report received of a "fire in the power cord". It was reported that the pump was in pt use all night. The pt got up to go to the bathroom and the pump was unplugged from the wall outlet. When the pt returned to bed, the pump was plugged into the wall outlet and a "flame was seen inside the power cord, at the strain relief". The pump was unplugged and the "fire self-extinguished". No interventions were necessary. The pump was removed from clinical service and the therapy was continued with a replacement pump. There was no reported delay in therapy or adverse pt effect. Though requested, no further info was available.